Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that they felt like they needed to use the bathroom but was unable to do so. They also reported that they had a little bit of blood in their pad. No further complications were noted or anticipated